Event description:
In (B)(6), the patient underwent a bilateral ifuse si joint arthrodesis where three implants were placed on the right side and two on the left. The patient complained of right leg pain after the initial surgery. The surgeon believed that the most superior implant on the right side may have been impinging on the neuroforamen. In (B)(6), the surgeon performed a revision surgery where he removed the impinging implant. There has been no update on the patient's condition yet.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the complaint is a malpositioned implant impinging on the nerve root.